Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced fatigue and low heart rate. The right ventricular (rv) lead exhibited lead failure, intermittent capture, high impedance, oversensing and noise. The lead was capped and replaced. No patient complications have been reported as a result of this event.